Manufacturer narrative:
The impella device was received from the customer on (B)(6) 2023. Data analysis: aic logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ¿ event set #360) due to low pack voltage ((B)(6) battery failure.pdf). Additionally, the lt logs showed that battery 2 had a cell imbalance on cell 4 ((B)(6) decline of cell 4 in battery 2.png). Device analysis: the failure mode was reproduced on an engineering bench. The battery 2 pack voltage was measured to be 0 v rather than the expected 16 v, and the battery lcd indicator was blank (fully discharged). Root cause: the battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. Repair: please replace the battery set (0042-3016), validate charging, and perform a full functional check on the console and optical system (0042-7316). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an aic (automated impella controller) alarm for battery failure during preparation. The patient was not impacted.